Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic. The right ventricular lead exhibited high impedance and high capture thresholds. During lead revision, it was noted that the lead was fractured. The lead was cut, capped and replaced.